Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a shoulder scope procedure the ar-3638 knotless fibertak did not implant or deploy properly. The surgeon drilled and attempted to implant the anchor as described in the technique guide. As they inserted it into the drill guide, it was very difficult to insert. It finally was seated in the bone, but pulled out when the surgeon tried to "set" the anchor. The anchor appeared to be balled up prior to seating. There was no patient harm. The surgeon inserted another anchor from the same lot in the same hole and it deployed properly. Case was finished with no further issues.